Manufacturer narrative:
Investigation summary: it was reported there is a black smudge on the inside of a flush syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe out of the packaging flow wrap. It has a brown foreign matter located next to the number "5" of the graduation scale. The photo also shows the syringe barrel label. A device history record review was completed for provided material number 306546, lot number 0147196. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for the lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a black smudge was found inside the bd posiflush¿ normal saline syringe. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "a nurse noticed a black 'smudge' on the inside of a flush syringe just as they were about to administer it to the patient."